Manufacturer narrative:
Date sent to FDA: 08/03/2016. The actual sample was returned for evaluation. Visual evaluation shows a crushed ampoule along with a piercing through which a glass shard protruded in the applicator bulb and dried formulation inside the bulb. Also, a piercing in the butyrate tube was observed. Visual inspection shows that all the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The IFU for the products states: ¿do not crush the contests of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens".

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the dermabond broken according to instructions for use (IFU)? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? What is the surgeon¿s experience using dermabond? What was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the surgeon injury today? Was the porous tip purple prior to use? Time that passed after the ampoule was broken and unit used? Was the packaging blister damaged or was the seal broken? Where was the product kept? Was the product exposed to light? What temperature was the product stored at? Was the product sterilized or subjected to any other processes before application? What direction was the applicator tip pointed? Where on the bulb did the doctor squeeze? How much pressure was applied to the bulb? Are any pictures available? Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? How was the device handled when crushing the ampoule? What method was used to activate the device? Can you identify the lot number of the product that was used?

Event description:
It was reported that the doctor performed a wound closure on (B)(6) 2016 and a topical skin adhesive was used on the patient. During the procedure, when the doctor crushed the ampule with his index finger, he felt a poke in his finger. The doctor finished applying a topical skin adhesive and when he took off his glove noticed it had pierced his skin. The sharp piece was sticking out of the device. The procedure was completed with the device. Additional information has been requested.